Event description:
Additional information was received that a lead safety switch (lss) was again observed. The patient underwent a lead revision procedure. There was a clear deformity on the lead distal to the suture sleeve. The lead was successfully removed and was to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the coils were deformed at the distal end of the suture sleeve tied-down. The insulation in this area was breached. There were puncture holes at the damaged site that were 180 degrees opposite of each other which was likely caused by a grabbing tool, possibly occurred at implant, thus likely contributed to the clinical observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss). Lead trending revealed varying low impedance readings. There were eight tachy detection episodes that were all noise. A chest x-ray was performed, which was inclusive for lead movement. The patient will likely undergo a revision procedure in the near future. For the time being the rv outputs were programmed to 6.5 volts and the atrial ventricular delay was extended. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.